Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported device issue. Although it was reported that the plunger appeared loose as the device was removed from the package and that the device was not used on the patient, the evaluation of the returned device found a posterior cuff miss. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have affected the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, the plunger appeared loose as the device was removed from the package. The device was placed on the guide wire and pulling on the plunger caused it to come out of the device with the sutures. The device did not make contact with the patient. The device was taken off the guide wire and a second proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. Additional information was not provided. Additional information received indicated the correct device was returned and the device may have been introduced into the artery. No additional information is available.